Event description:
This device has been received for anlaysis.

Event description:
Analysis of this device is now complete.

Manufacturer narrative:
When testing is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted dents, tool marks, and arc marks on the case and a hole in the proximal defibrillation seal plug. All other seal plugs remain intact and all setscrews operate normally. The battery status is end of life. A review of the device memory noted no resets or error codes. A review of the device episodes noted two shorted lead impedances from shocks during an episode on (B)(6) 2009. No over sensing was noted. Manual electrical measurements noted normal pacing, sensing, and defibrillator functions. It is likely that the clinical observations were due to the lead that was implanted with this device, which was surgically abandoned during the explant of this device.

Manufacturer narrative:
Device and lead replacement were being considered, however, records indicate that this lead remains in service. No adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated. At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific crm received information that the patient with this device and lead presented to the hospital after receiving inappropriate shocks due to atrial fibrillation. Upon interrogation, the physician observed a yellow warning message that a shorted lead condition had been detected because of low shock impedance measurements with the shock delivery. No adverse patient effects were observed. Additional information was provided that the device exhibited increased pacing thresholds and poor sensing. The device was later explanted and successfully replaced.